Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the patient files revealed a progressive decrease in the ventricular impedance from 250 ohms to less than 200 ohms, since (B)(6) 2025. An auto switch of the sensing from bipolar to unipolar occurred on (B)(6) 2025. Following the switch, multiple episodes of high frequency, low amplitude ventricular noise were recorded in unipolar configuration. These findings are suggestive of a potential issue with the ventricular lead integrity. Although unipolar pacing resolved the abnormally low impedance, it did not eliminate the non-physiological signals observed on the ventricular egm, supporting the hypothesis of compromised lead insulation. As the lead was not returned for analysis, the exact root cause cannot be confirmed. This case is recorded for trending purposes.

Event description:
Reportedly, a patient came to emergency. On (B)(6) 2025, a low impedance was measured in bipolar, leading to auto-switch of the pacing to unipolar and ventricular oversensing was observed on the ventricular channel. The noise was reproduced during the last follow-up.

Event description:
Reportedly, a patient came to emergency. On (B)(6) 2025, a low impedance was measured in bipolar, leading to auto-switch of the pacing to unipolar and ventricular oversensing was observed on the ventricular channel. The noise was reproduced during the last follow-up.